Event description:
It was reported that: "osteolysis in proximal femur."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 06-2210, lot # 601595b, description: c-taper cocr lfit head 22 mm/+10.